Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, please describe. Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces of the device be returned? If no, were they discarded?

Event description:
It was reported that during a surgical procedure of exploratory laparotomy for gunshot in the abdomen, the surgeon asks for the device to make the partial colectomy. At the moment of suturing the intestine, the trigger breaks. Unknown how case was completed. Unknown if there were any consequences to the patient.